Event description:
Pt was found on the floor with bed in low position, rails up and bed alarm on. The nurse documented that the bed alarm did not sound. The biomedical dept had checked the bed after the event and was not able to duplicate the alarm being set and not sounding. Biomed retested the bed 6/30/1999, and the alarm went into a consistent alarm mode. Pt died due to head injury.